Event description:
It was reported that during the procedure, after an unspecified xience v was deployed in the mid left anterior descending (lad) coronary artery, post-dilatation of the xience v stent was performed using a 2.5x15 trek rx balloon dilatation catheter. The trek rx was then further advanced distally, over a non-abbott .014 tapered guide wire, and dilatation of a moderately calcified, eccentric, 99% stenosed, de novo lesion was performed in the partially occluded, heavily tortuous 1st diagonal coronary artery. The trek rx was them withdrawn from the anatomy and a 2.5x15 nc trek rx balloon dilatation catheter was then advanced without resistance through the mid lad stent and to the lesion in the 1st diagonal artery. However, during the first inflation, the nc trek rx balloon ruptured at 6 atmospheres. The nc trek rx was withdrawn without resistance and a new nc trek was used to complete dilatation in the 1st diagonal artery. There were no patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: 0.014 tapered runthrough, guide cath: heartrail, stent: xience v. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.